Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the cutting balloon had burst upon second inflation within 2 seconds. The device was removed normally, and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
The device was returned and evaluated by manufacturer. No issues identified with the hypotube shaft and distal extrusion. A visual and microscopic examination of the balloon material identified a tear in the balloon distal from the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device could not be inflated as a tear was observed in the balloon distal from the distal markerband.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the cutting balloon had burst upon second inflation within 2 seconds. The device was removed normally, and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.